Event description:
A medtronic representative reported that the solera screw driver instrument was damaged and the screw shafts toggled laterally when connected to it. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Medtronic investigation of returned suspect device determined that the returned driver was found to be worn in general, meaning that it had been in the field for some time and has been used. There was not a component that was found to be worn out and the driver still functioned normally. The tip was not worn out. No problem found. Fully functional.